Event description:
It was reported that the sys intermittently displayed communication errors causing the sys to lock up and requiring a reboot to restore functionality. There is no report of death or serious injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The fuses on power signal interface pcb, connectors on ps1 and ffb boards were evaluated and reseated. The sys was tested and found to be working as intended and returned to svc.